Event description:
It was reported that device interrogation was not possible. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that system errors had occurred in the past and the printer hesitates at times while printing. (B)(4): analysis found that cable was out of specification.